Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation is then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that some pins of the saw blade shaft were broken in the universal oscillating saw attachment, serial number (B)(4). No patient involved since the event occurred prior the surgery.